Event description:
It was reported from (B)(6) by medical staff that a patient presented with low flow/ low power with alarms. The files were checked and the consideration was outflow/ inflow obstruction. Medical tests of transthoracic echocardiogram (tte) and computed tomography angiography (cta) were performed. Lab tests include ldh, inr and hct. The patient was reported to be "completely stable", no signs of hemolysis, edema and no back flow or regurgitation. There also were no acoustic changes in flow by auscultation. The patient received no medical treatments. The controller showed 2660rpm, 2,5 watt, 1,6l average flow. After all clinical diagnostics were performed the facility exchanged the controller, 2660 rpm, 5,5l of flow, 3,8 watts. "Patients situation the same than before." It is noted that the patient was in the intensive care unit to be "under control". The patient was discharged. No additional information was reported.

Manufacturer narrative:
The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A low flow alarm on (B)(6) 2015 was confirmed via review of the controller log files. No problem could not be replicated in bench testing. Analysis of the controller revealed that it met specifications; the controller passed visual examination and functional testing. The controller was in use when the reported event occurred. Potential causes of low flow alarms include average flow too close to the alarm threshold, suction, poor pump filling, high blood pressure and outflow graft kinking. The event was confirmed, however no problem with the device could be found. The probable cause is likely obstructed flow outside the pump or inappropriate values of controller configurable settings. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: serious and life threatening adverse events, including device malfunction, have been associated with use of this device. All vad patients face risks. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation.